Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the pump is rebooting during the rewind step of the ezprime screen. The reporter denied damage or corrosion to the battery cap or battery compartment. Replacement of the battery and battery cap during troubleshooting had no impact on the malfunction. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue with the pump.